Manufacturer narrative:
Rfk-c101018s-zk2-p ln: 34377095. The returned sidekick cannula was analyzed, and visual inspection of the cannula revealed that the tip has broken off. With all the available information, boston scientific concludes that the reported event of needle broke off was confirmed. The tip of the needle was reported to have remained inside the patient. Record review did not reveal any contributing factor to the reported complaint. Therefore, this investigation is unable to determine a probable cause for the complaint.

Event description:
It was reported that during a radiofrequency ablation (rfa) procedure, the needle broke off into the lumbar region of the patient. The tip of the needle remained inside the patient; however, no complications were reported. The patient was referred to a surgeon to have the segment removed.

Manufacturer narrative:
Correction to the initial MDR in block b2.

Event description:
It was reported that during a radiofrequency ablation (rfa) procedure, the needle broke off into the lumbar region of the patient. The tip of the needle remained inside the patient; however, no complications were reported. The patient was referred to a surgeon to have the segment removed.

Event description:
It was reported that during a radiofrequency ablation (rfa) procedure, the needle broke off into the lumbar region of the patient. The tip of the needle remained inside the patient; however, no complications were reported. The patient was referred to a surgeon to have the segment removed.